Event description:
It was reported that patient had a right hip revision because the neck of the stem was eroded.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is 74 inches in height. An event regarding wear involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient had a right hip revision because the neck of the stem was eroded.